Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) was not confirmed due to a lack of sample. The cause of the issue was not determined. The hp did not disconnect the bags, the hp was connected, there were no leaks and the spare line clamp was closed. The lot number is unknown; therefore a batch review cannot be performed. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample is not available for evaluation.a follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell 2 of 4. The technical service representative (tsr) explained the alarm and assisted the home patient (hp) with troubleshooting. The tsr explained to report the alarms to the peritoneal dialysis nurse the next morning. The hp would finish the night's therapy manually. No patient injury or medical intervention was indicated at the time of the initial report. During follow up the hp stated that nothing was noticed with the supplies. No patient injury or medical intervention was reported.